Manufacturer narrative:
Patient ID, age/date of birth and weight were not provided for reporting. (B)(4). Event occurred intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter contact number was not provided. Device history records review was completed for sterile part# 04.210.112s, lot# l153080. Manufacturing location: (B)(4), manufacturing date: oct 04, 2016, expiry date: sep 01, 2026. Non-sterile part# 04.210.112, lot# h176398. Manufacturing location: (B)(4), manufacturing date: aug 30, 2016. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent a surgery on the distal radius. During the surgery, the locking screw could not be inserted at the plate shaft. Since the tip of the tap was short or tapping cut was not so good, the screw was inserted by using a power tool. However, the insertion speed was too fast and the screw was inserted too much. Thus, the screw was embedded beyond the locking part. The screw in was removed, and the surgeon decided not to use the involved plate hole due to a possible further removal problem. Additionally, the plate could not be locked with the variable angle locking screws at the distal end. The surgeon could not lock the plate by using the screw. The surgeon used another screw and changed the screw insertion angle, the plate could not be locked with the second screw either. The surgeon decided not to use the involved plate hole due to a possible implant back-out. The procedure was completed successfully using the same plate. The surgery was extended for 30 minutes. No adverse consequence to the patient was reported. Concomitant reported devices: tap (part# unknown, lot# unknown, quantity 1). Power tool (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.4mm ti va locking screw stardrive 12mm-sterile. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Part 04.211.012.999, lot: h032761. Lot was released to bp55 on feb 014, 2016. Inspection sheet for final inspection, mill threads, turn/thread head, flute final inspection met inspection acceptance criteria. Product development investigation was completed. Received screw was in a worn condition. Head thread and recess was badly damaged indicated by anodized purple color, which is partially missing. Shaft thread and tip section was slightly worn. Drawing used while manufacturing could not be assigned to the screw as no lot number was etched on the screw. Caliper 3-01-19788 was used to measure ø2.4. Measurements were ø2.35mm and ø2.34mm, which met the specifications of ø2.4mm 0/-0.1mm as per the relevant drawings. Length of the screw measured 12.4mm which met the specifications. Tolerance was measured as 12.00/+0.7mm. Based on the detected damaged, the complaint condition is confirmed that the screw did not lock in the plate. Definitive root cause could not be determined. However, based on the damages, it can be assumed that too much force was applied by power tool may have led to the damages. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.